Event description:
It was reported that the pacemaker needed a cybersecurity update. While doing the update the device went into backup vvi mode. Programming changes were performed. The patient was in stable condition.